Event description:
Complainant alleged that the post anesthesia care unit clinicians were cardioverting a female pt who was over 50 years old, and upon delivery of the first shock, the clinicians observed a glowing under the anterior pad and in the area of the metal clover leaf on the electrode. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.